Event description:
It was reported to boston scientific corporation that during a cystocele repair procedure using a pinnacle pfr kit, the suture broke halfway between the dilator tube and the bullet as the mesh leg was being pulled through the sacrospinous ligament. The bullet and the piece of suture were caught inside the capio device and were removed. Since no additional sutures were available to tie to the mesh, the entire pinnacle system was removed and the procedure completed with a second pinnacle device. There were no complications to the pt.

Manufacturer narrative:
Visual inspection of the returned device revealed the blue dilator with the white stripe was split apart approximately 3" form the leader. The bullet was missing. Cracks were observed on the gray handle and the carrier was slightly bent. The root cause for the event could not be determined.